Manufacturer narrative:
No medwatch form was received. Attorney.

Event description:
It was reported that noise was observed that resulted in nsvt. The device was unable to be interrogated due to a telemetry data error. The device was reprogrammed.